Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he had a blur across his field of vision when driving at night or anytime against a dark background. The consumer reported the blurred line runs from the upper left nasal area to the bottom temporal area. The width of the blurred area changes depending on the intensity of the light. In a follow up, the surgeon reported, the pt did not voice this complaint to him.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/22/2010 by phone, fax, and mail. A completed questionnaire was received on 11/01/2010. (B)(4).